Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for aviva system 1, medwatch with (B)(6) is for aviva system 2.

Event description:
Caller reported blood glucose results of 81 mg/dl and 186 mg/dl on aviva system 1, 68 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.